Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise ID (B)(6). The device was returned to the factory for evaluation on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing a small portion of the cold jaw tip. The peeled silicone was not returned for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted / bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small part (silicone) of the hemopro jaws tip was removed from the jaws. Case was completed with device. The part of the silicone that fell off was not found. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small part (silicone) of the hemopro jaws tip was removed from the jaws. Case was completed with device. The part of the silicone that fell off was not found. The hospital did not report any patient effects.